Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an attempt to implant a 31 mm amplatzer amulet, after two transseptal punctures, the 14f amplatzer torqvue 45x45 delivery system was exchanged over an amplatzer guidewire. The patient became hemodynamically unstable and echo revealed a pericardial effusion. The procedure was abandoned and no device was implanted. A pericardiocentesis was performed. It was reported the cause of the effusion was unknown.